Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 05/01/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: one of the clip appliers we were using failed to engage the clip fully. The unengaged clip was removed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clips were not catching, and the jaws were misaligned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have severely bent grips. A clip cannot be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to the severely bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.